Event description:
It was reported that the patient had been hospitalized with Diabetic Ketoacidosis (DKA) in (b)(6) 2024. The patient reported that they experienced high blood glucose levels as a result of the Omnipod not working as it should. The patient does not recall the blood glucose levels at the time of the event or medical treatment provided. There are no further details available for the reported medical event.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN,Omnipod Software App Version: 3.0.1,Operating System: N5004L-AM-Q-MV01602-06-01.06,Hardware: N5004L,CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.